Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 34 mg/dl. Customer alleged the pump was not delivering insulin properly. Pump data review by tandem technical support confirmed the pump was functioning as intended. Additionally, customer was using fiasp for insulin therapy. Bg was treated with an unspecified intravenous treatment and consumption of carbohydrates. Reportedly, customer left the ER 3 hours later with the issue resolved and no permanent damage.